Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the patient had stated, that frequent warnings had been received on their cadd pumps, including ¿upstream occlusion,¿ ¿downstream occlusion¿ and ¿cassette not attached¿. There was patient involvement. And no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported alarm was duplicated. However, the investigation could not identify a root cause for the observed issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Complaint information will continue to be monitored.